Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while using running stitch technique, the thread broke while tying the suture. Another device was used to complete the case. There was no patient injury.